Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9308012 for this type of defect or symptom. Root cause description: undetermined.

Event description:
It was reported that plunger error occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the patient was hospitalized more than 6 months after modified radical mastectomy for right breast cancer. The patient was admitted to the hospital for treatment with chemotherapy. At 9:00 am on (B)(6) 2020, the patient was injected with a pre-flush syringe and the tube was flushed. The pre-flush syringe could not be pushed forward, so it was replaced and there was no adverse effect."